Event description:
The customer reported to olympus, the image flashes and poor cable contact when using the hd autoclavable camera head. The issue was found during preparation for use of an endoscopic examination. There was no delay, and the endoscopic examination was completed using a similar device. There were no reports of patient harm, the patient was not under sedation at the time.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of flashing image and poor contact were not confirmed. The device evaluation found deformed coupler which resulted in looseness. Also found was faulty cable which resulted in interference noises on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flashing image could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a cable failure. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.